Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery on left upper lobectomy, the stapler was used to approach a3, and at the time of the vessel being clamped, the tip part rotated even though the rotation button was not pressed. As a result of that, the vessel came off the jaws and massive bleeding occurred from a3, and the procedure was converted to an open procedure. The surgical time was extended by more than 30 min. More than 500 cc of bleeding occurred as a result of the issue and there was tissue damage.